Event description:
On (B)(6) 2013, the reporter contacted animas, alleging site/set/cart (air bubbles/leak) issue. No further information is available at this time. This complaint is being reported because the alleged issue was unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.